Event description:
100cc d5w with 40meq kcl set to run over 4 hours hung at 13:00 on 5/12/95 on infusion pump. Set up ivpb through 250ml ns flush bag to run at 25cc/hr. On arrival to ccu, pump sounded occlusion alarm kcl rider was found empty and pump stopped at 14:46. Original IV set retained. Biomed unable to duplicate over-infusion. No pt injury reported. Send pump and tubing to MFR for evaluation .